Event description:
It was initially reported by the customer that the device would freeze on the display. This problem was found during staff training and there was no pt use associated with the reported failure. The device was returned to physio-control for evaluation. It was then observed that during failure analysis at low temperature (0 degrees celsius), the device would randomly reset, freeze or lock up with a blank display. When in the locked up state, the device was not functional.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The cause of the reported issue was determined to be due to a failure of ic u16 on the single board computer (sbc) pcb assembly. The customer was provided with a replacement device.